Event description:
Pt had undergone in the 1980's bil. Subcutaneous mastectomy and reconstruction with subpectoral placed silicone implants. Pt related they did faily well until last several yrs in which pt experienced discomfort and pain with their breast as well as psuedotosis and recent MRI indicated bil intracapsular implant ruptures. These implants were subsequently removed.